Manufacturer narrative:
Note: product reference 4433742 is not cleared for sales in the USA, but its catheter is similar to the product reference 5433742. Cleared under #510k130576. Batch history review: we have checked the manufacturing file of batch nr 36920152 of celsite babyport which complies with our specifications and does not present any discrepancy. Another similar complaint has been reported to us on this batch of access ports released in june 2017. Investigation results: we received for investigation a celsite babyport access port nr 36920152 with the proximal part of the catheter. This segment measures 9 cm. At the level of the rupture, the catheter is flare. It is characteric of a catheter burst. Fibrin residues are visible on the catheter. Dimensional measurements: we have measured the returned catheter in order to check its conformity to our specification. The internal and external diameters conform to our requirements. Conclusion: the rupture is due to a catheter burst. This probably results from the fact that excessive pressure has been applied during the injection while the distal part of the catheter was obstructed. The presence of residues of fibrin around the catheter seems indicate that the catheter was obstructed by a fibrin sleeve. The evaluation of the explanted device did not allowed us to detect any manufacturing defect on the device. The IFU specifies: always verify that the port and catheter are functional by aspirating 2ml of blood into a syringe and injecting 5 ml of nacl before attempting to start an infusion. In case of obstruction of the system never try to clear the blockage using a fluid under high pressure which carries the risk of catheter fracture and migration. According to validated protocols, and under medical supervision, 2 ml of 70% alcohol may be used to aid the unblocking of silicone catheters when the blockage is due to lipid deposits. The use of alcohol with pur catheters is not recommended. According to validated protocols, and under medical supervision, 2 ml of hydrochloric acid (hcl) 0.1 mol/l may be used to aid the unblocking of both silicone and pur catheters when the blockage is due to mineral deposits." The babyport catheter is a thin catheter dedicated to young patients. It should be use with care. As no manufacturing defect has been detected on the returned sample, no corrective action is envisaged.

Event description:
On the (B)(6) 2019, a spontaneous rupture catheter occurred during removal of the chamber centrally implantable. The rupture of the catheter was not net and resulted in incomplete catheter extraction. This incident required the intervention of another practitioner in order to recover the distal end of the catheter at the level of the vena cava upper and right atrium, removed by endovascular approach by femoral way. There were no consequences for the patient but increase in the time of the intervention. Access port had been placed: on (B)(6) 2018. This is an incident isolated.